Event description:
It was reported that the system 9800 had mixed images from multiple patients. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Files on the hard disk were corrupt. Initially reformatted the disk and system tested okay. On followup visit files were corrupt again. Replaced hard disk and external interface circuit board. Reloaded all software and calibrated. The system was tested and found to be working as intended and placed back into service.